Manufacturer narrative:
Product has not yet been received by manufacturer, therefore, an investigation report is incomplete at this time. A follow-up investigation report will be sent when completed.

Event description:
The event is reported as: the ae5 hemolok applier failed to load and deploy clips during the procedure. No injuries reported.